Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of the aneurismal proximal side of the hand-made z stent graft using gore tag thoracic endoprosthesis. The z stent graft was implanted at the aortic arch to treat the aneurysm by open surgery several years ago. Tag device (tgt3420/8790108) was implanted in the z stent graft from the proximal aneurismal aorta to the descending aorta. On (B)(6) 2011, the CT scan of the patient revealed the distal type I endoleak with the aneurysm enlargement. On (B)(6) 2011, another stent graft (non-gore) was implanted to repair the distal type I endoleak at tgt3420. The patient tolerated the procedure and was doing well.